Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser power was low during a laser procedure. The laser power was turned higher to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. However, the company representative was able to re-calibrate the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 14, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system laser power output falling out of the calibrated range. How or when this occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).